Event description:
It is reported that the surgery occurred in 2008. During surgery, the baseplate box was opened and a screw needed for the next step was missing. Another baseplate had to be located to replace the missing screw. During this delay, the bone cement had dried and had to be removed and fresh cement applied. Surgery was delayed for 2 hours.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. Evaluation: manufacturing records indicate that the collet screw was packaged with device. The lot was manufactured and packaged in august 2007 and has been fully distributed. No other complaint reports have been received for the related manufactured lot. It is possible that the screw was discarded with the packaging during surgery but it can not be determined with certainty with the available information.